Event description:
It was reported that the user experienced elevated blood glucose readings, peaking at 205 mg/dl for approximately 20 minutes while using the ilet system and elected to change supplies; no device alerts or alarms were reported, and blood glucose was 194 mg/dl by the end of the call. Symptoms included hyperglycemia. Outcomes included troubleshooting and education provided by support, with continued device use and shipment of replacement supplies as goodwill. Investigation included review of the reported event details and user troubleshooting. Investigation of this case revealed no device malfunction or alarm activity, and no device component deficiency was identified; the cause of the transient hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.